Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and had high blood glucose. The customer's blood glucose ranged between 390mg/dl-510mg/dl; current was 180mg/dl. Customer treated high blood glucose with pump. The customer stated the pump stooped delivering insulin three times. The customer was advised the pump will be replaced and revert to back up plan.